Manufacturer narrative:
Both samples were tested for the presence of hcg+b and the free-beta/beta-core fragment, and it was confirmed that the analytes were present in the sample. No interference was present in the sample. One of the samples was tested using a siemens immulite analyzer for total hcg. The result was in agreement with the previously reported roche result of 21530 miu/ml.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for one patient using the elecsys hcg + beta test system (hcg+b) on the cobas 8000 e 602 module (e602). On (B)(6) 2017, the patient had 3 urine pregnancy tests with a positive result. The patient's serum was also tested on the e602 module and gave a result of 8341 miu/ml. The patient thought she was pregnant due to the positive results. On (B)(6) 2017, a sample from the patient was tested at the hospital laboratory and analyzed on an abbott device. The result was <1.2 miu/ml. On (B)(6) 2017, the patient underwent dilation and curettage and a bilateral salpingectomy. Both fallopian tubes were negative for tubal pregnancy. The original serum sample from (B)(6) 2017 was repeated on the e602 module with a result of 8341 miu/ml. On (B)(6) 2017, a new serum sample was taken from the patient and tested on the e602 module. The result was 7481 miu/ml. This sample was sent to another laboratory and analyzed on a beckman-coulter device. The result was 896 miu/ml, which is positive. On (B)(6) 2017, a serum result on the e602 was 11000 miu/ml. The patient was given an unspecified amount of methotrexate. On (B)(6) 2017, a sample from the patient was tested at the hospital using the abbott method and the result was <1.2 miu/ml. The patient was again given an unspecified amount of methotrexate. On (B)(6) 2017, a serum result from the e602 module was 21530. On (B)(6) 2017, a serum result from the e602 module was 5163. On (B)(6) 2017, a serum result from the e602 module was 4258. On (B)(6) 2017, a serum result from the e602 module was 468. On (B)(6) 2017, a serum result from the e602 module was 11. The patient is not pregnant, and her current condition is unknown. The e602 serial number was (B)(4). Calibration and qc were acceptable. The patient sample was requested for evaluation.

Manufacturer narrative:
Two samples were received for further investigation. The customer¿s high hcg + beta result was confirmed. No interfering substance was present in the sample.